Event description:
Arrive clinical study 330 days after a drug eluting stent implantation procedure, the pt died. When the pt was enrolled in the study, the initial examination identified one lesion in the distal right coronary artery. The lesion was treated during the implantation procedure with a 3.5 x 12mm taxus express2 drug eluting stent. The pt was discharged the next day with a regimen of asa and plavix. 330 days after the implantation procedure, the pt died from aspiration pneumonia. No autopsy was performed.